Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from non-vitros biorad quality control fluids when tested using vitros tsh reagent lot 6205 on a vitros eciq immunodiagnostic system. A definitive assignable cause of the event could not be determined. A vitros tsh lot 6205 reagent issue cannot be ruled out as a contributor to the event, as there were no historical biorad quality control results to evaluate reagent performance and vitros tsh lot 6205 testing using vitros total thyroid controls were outside acceptable guidelines for the level 3 control fluid. However, further quality control results (vitros and non-vitros) following the re-calibration of vitros tsh lot 6205 were acceptable and a patient correlation between vitros tsh lot 6205 and the customer¿s previous vitros tsh lot (6115) showed concordance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6205. The performance of the vitros eciq immunodiagnostic system was not verified as a precision test could not be completed on the instrument. An instrument issue cannot be ruled out as a contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros tsh results obtained from a non-vitros biorad quality control fluid using vitros immunodiagnostic products tsh reagent lot 6205 on a vitros eciq immunodiagnostic system. Biorad lot 41001 result of 0.904 miu/l versus the expected result of 0.677 miu/l. Biorad lot 41003 result of 33.8, 36.1 and 34.2 miu/l versus the expected result of 25.9 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained from non-patient, quality control fluids. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).